Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the surform 60 reload that was involved in the reported complaint. However, the sureform 60 stapler instrument involved with this complaint has been received device evaluation has been completed. Failure analysis could not confirm nor replicate the reported complaint of ¿staple line did not have three straight rows of staples¿. The sureform 60 stapler instrument was not returned with the reported reload with a firing failure and could not verify the external event. An in-house green sureform 60 reload was installed onto the sureform 60 stapler instrument and was placed on the in-house system. The instrument passed recognition and initialized and moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped and fired successfully. The review of the logs recorded showed no failures for the reported instrument. A visual inspection was performed and a fully formed staple was found lodged within the jaws. The lodged staple was removed from the instrument. The root cause of the lodged staple was attributed to a component failure. The instrument had 6 uses remaining. As of today, it is unknown which reload was used during the reported issue. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video was provided for review. An instrument log review was conducted, which resulted in the following findings: the logs show the customer last used the sureform 60 stapler instrument part # 480460-09 lot # k90210324-0040 on (B)(6) 2021 during a sleeve gastrectomy procedure with system (B)(4). The instrument had 6 use remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted by the rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the instrument log for the sureform 60 stapler instrument part # 480460-09, lot # k90210324-0040 associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: logs show that pn 480460-09, lot k90210324-0040 was installed 7 times and fired 6 reloads (1 black, followed by 1 green, followed by 3 blue, followed by 1 white). All firings were completed per the logs. All firings had at least 1 pause for compression. There were no incomplete clamps by this instrument. It is unknown which color reload resulted in the reported issue. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, it was alleged that the staple line from a sureform 60 stapler instrument did not have three straight rows of staples, and the staples were staggered. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the staple line from the sureform 60 did not have three straight rows of staples. The staples were staggered. The procedure was completed with no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success. No additional information has been provided.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6 and h10. Corrected information can be found in sections: d4 and h8. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon informed the staples were crooked and noticed during firing. No clinical issues were noted afterwards. The surgeon believed the reported issue occurred with a black reload on the first fire. Seamguards were applied. The surgeon informed the stapler instrument was used on stomach tissue during the sleeve gastrectomy procedure. There was no leak/hole/gaps observed. The surgeon informed the applied seamguards were part of the planned procedure to decrease bleeding. It was confirmed there was no bleeding overall. A photo was taken; however, not provided. The procedure was completed robotically with no reported injury or harm.

Event description:
Refer to h10/h11 for follow-up information.